Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2507006. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) unused physical samples were received for evaluation by our quality team. The samples were assembled with a bd 2ml discardit syringe and no signs of connectivity failure or leakage were observed. Based on the investigation results, a cause related to the needle manufacturing process could not be determined. Final testing is completed prior to the release of every lot produced and we can confirm that the final engagement force tests were within specification for this lot. Smarslip technology ¿ has been introduced to ensure a secure connection is made with luer slip syringes, which are the most common design (in europe). In accordance, we recommend following the instructions for use, which recommend the user ¿push firmly when attaching the needle to the syringe.¿ and the user should be sure the clip is activated. When attaching a needle with smartslip technology (tm) to luer lock connection, the clinician may feel a stronger resistance, this is not preventing a connection from being made, the user should ¿push while twisting.¿ if this issue were to reoccur, we would appreciate the opportunity to review the affected needle and syringe sample(s) involved. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
Does not tighten properly, so it keeps turning. Does not click when tightened. The vaccine leaks out during vaccination.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.